Manufacturer narrative:
(A lead was returned with an unidentifiable lot #) product ID neu_unknown_lead lot# serial# unknown, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37702, serial # (B)(4) showed no anomalies. Analysis of lead model 39565-30, serial # (B)(4) showed no significant anomalies. The lead was observed to be cut through the body of the insulation and was segmented (the distal end of the lead was not returned). The continuity was acceptable and no shorts were seen between the circuits.

Event description:
It was reported the patient had paralysis in both of their legs following a revision of their lead. It was also reported the patient required hospitalization and their lead and extensions were explanted, but their implantable neurostimulator (ins) remained implanted. The patient's status was reported as alive with injury. Two days later, it was reported the patient also had paralysis of their bladder and intestine, along with their legs. After the lead was explanted, the situation was reported to be 'nearly normal.' Additional information stated the patient was 'nearly well' and could walk but had further problems with urination. It was also noted the patient had an epidural hemorrhage. Later, it was reported the patient was well, could walk again, and had gone home. It was also noted the patient received no effectiveness from the stimulation, so no new system was implanted.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.